Manufacturer narrative:
The failure investigation has been completed and the alleged bolus button issue was verified. The failure investigation has been completed and the alleged low bg issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. Customer's blood glucose (bg) ranged from 41-125 mg/dl; bg cause unknown. Reportedly, customer was given glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.